Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17184 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion set was leaking at site events on (B)(6) 2024.the infusion sets has been used for less than 24 hours.the blood glucose level was 442 mg/dl at the time of events. No further information was available.